Manufacturer narrative:
Changed from (B)(6) 2019.

Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer over-estimated the carbohydrates which resulted in a low blood glucose (value not provided). Customer fell into a ¿hypo coma¿. Customer fell and a lump on the forehead occurred. Customer awoke from the coma and consumed glucose to elevate bg. When the customer fell, the pump touchscreen cracked and was intermittently unresponsive. Customer reverted to using an alternate method for insulin therapy.